Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous rca. The maverick2 monorail balloon was removed and replaced within another balloon to successfully complete the procedure. A 6f terumo introducer sheath, a runthrough guide wire, and a 6f jr4 catheter were also used in the procedure. No patient injuries or complications were reported.